Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure one day prior. According to the complainant, after the procedure, the patient complained of discomfort in the urethra. This was termed mild in intensity and was resolved on the same day, with no treatment required. The patient also experienced hematuria, termed mild in intensity, with no treatment required. The patient also complained of a burning sensation when urinating, termed mild in intensity and requiring treatment. Request for additional information regarding treatment has been sent. The procedure was completed with this prolieve thermodilatation kit.

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.